Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1400. It was reported the pt underwent revision surgery to place new leads to address new pain and extend stimulation coverage. The physician was unable to place a new lamitrode s8 lead or two octrode leads. The physician cut the old octrode leads at the terminal end and removed then leaving the ipg implanted. The pt under went revision surgery again on (B)(6) 2012 to place a new octrode lead and the physician was still unable to cover the new pain. The pt's ipg was left implanted.